Event description:
It was reported that the customer was hospitalized for high blood glucose. The blood glucose reading at time of the call was 290mg/dl. Troubleshooting was performed. Ran a fixed prime and high pressure test and the insulin pump passed the tests. It was stated that the customer changes the infusion set every three to four days. The customer also had bent cannulas. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.